Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire ptfe (polytetrafluoroethylene) coating was returned and examined under magnification, there was evidence of peeling, scraping and peeled ptfe from the proximal end towards the distal end in several places to 36cm from the proximal end. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers and no anomaly was noted. The nitinol tubing proximal bond was in place. The corewire distal end was observed through the distal tip dome. A functional test was not required as the reported event was confirmed based on the device analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated an out of box failure and the device confirmed to be in not good condition during preparation/prior to use on the patient. The coating peeling was noted at the tail of the guidewire. In the physician¿s opinion the cause of the reported event is product quality problems. There was no resistance encountered removing the guidewire from the dispenser hoop. The introducer was not used with the guidewire during the inserting process. The guidewire was not used. The problem was noticed when prepared it. A torque device was not used to facilitate directional manipulation of the guidewire. An sl-10 microcatheter was used with the guidewire? Analysis of the returned device found the ptfe was peeled off or peeling between approximately 0cm to 36cm from the proximal end. Scraping was also evident which indicates the ptfe encountered an interaction with another device. This is typically the area where the torque device is attached but additional information indicates neither a torque device nor the introducer were used when the issue was noticed. Therefore an assignable cause of 'undeterminable' has been assigned the as reported and as analyzed 'guidewire ptfe coating peeling'.

Event description:
It was reported that the subject guidewire was used to treat the left mca (middle cerebral artery) stenosis case. When prepared to use the subject guidewire to build access, the operator checked the subject guidewire and found the coating was peeled off. Therefore, the operator didn't use it and replaced it with another one to build access. The procedure was completed without clinical consequences to the patient. No other information was provided.

Event description:
It was reported that the subject guidewire was used to treat the left mca (middle cerebral artery) stenosis case. When prepared to use the subject guidewire to build access, the operator checked the subject guidewire and found the coating was peeled off. Therefore, the operator didn't use it and replaced it with another one to build access. The procedure was completed without clinical consequences to the patient. No other information was provided.